Event description:
The pt took glucotrol and ate breakfast. 1/2 hour later he tested his blood glucose on the suspect device and it was in the 300's mg/dl. He was incoherent and did not recognize people around him. The paramedics were called. When they arrived, they tested his blood glucose on their device. It was 72 mg/dl. They repeated the blood glucose test on the suspect device and it was 367 mg/dl. He was given an IV.